Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 119 mg/dl. The customer also reported that there was a crack on the battery compartment. The was advised to discontinue use of the insulin pump and to revert to back up plan. The device will be returned for analysis.